Manufacturer narrative:
Device was returned on (B)(4) 2013 for evaluation. Evaluation is pending at the time of this report.

Event description:
Dr. Had the dilator hub detach from the dilator tube while gaining access in the femoral artery. The dilator tube had to be retrieved from the patient's artery using a hemostat clamp. Patient had to have minor cutting at the access site to retrieve the lost dilator. Patient was not able to get procedure completed.